Manufacturer narrative:
One 75 mm tacticath quartz contact force ablation catheter was received for evaluation. Electrode 2 read as an open circuit during electrical testing. Dissection revealed conductor wire 2 had been fractured at the deflectable shaft transition, consistent with the open circuit detected and the reported event. Additionally, a short circuit between electrodes 2 and 4 was noted during electrical testing; however, upon further investigation, the short circuit could not be replicated and the cause remains unknown. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the fractured conductor wire remains unknown.

Event description:
This report is to advise of an event observed during analysis which revealed a short circuit.